Event description:
The customer reported a false positive reaction of a donor sample with anti-b of erytype s abo confirm when used on tango infinity. The customer stated that the donor unit had been typed as blood group a and the sample was processed after a patient sample with blood group b. The customer was wondering if the patient sample could have affected the donor sample. The customer returned the supposedly defective product for investigational testing as well as the patient sample and the donor sample. Our quality control laboratory tested the complaint sample erytype s abo confirm on tango infinity with different internal patient samples and the samples provided by the customer (patient and donor). All positive and negative results were correct. Additional tests were carried out in order to rule out that the patient sample could have affected the donor sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by a field service engineer and found to work within specifications. Customer controls are passing, and there are no hardware errors.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction of a donor sample with anti-b of erytype s abo confirm when used on tango infinity. The customer stated that the donor unit had been typed as blood group a and the sample was processed after a patient sample with blood group b. The customer returned the supposedly defective product for investigational testing and also the patient sample as well as the donor sample. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.